Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called for assistance programming the insulin pump. Customer also reported that she is experiencing low blood glucose levels. Customer's blood glucose level at the time of the incident was 27 mg/dl. Customer reported that there was an emergency room visit as a result of their low blood glucose levels. Customer was admitted to the hospital due to hypoglycemia; and customer's blood glucose level at the time of admission was 42 mg/dl. Customer was not wearing the insulin pump at the time of hospitalization. Customer had disconnected from the pump the morning of the incident. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being replaced.